Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies. Corrosion and/or wear and/or lubrication was found as well as a stall due to shaft bearing. Upon return, the device was interrogated and had last been programmed to deliver a dose at minimum rate (dilaudid 0.094 mg/day).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) year old female patient receiving intrathecal hydromorphone (15mg/ml at 3.5mg/day) via an implantable infusion pump. The indication for use of the device was for spinal pain and failed back surgery syndrome. The concomitant medication was listed as percocet, and the patient history was not reported. It was reported that on (B)(6) 2016, there was an active motor stall at 11:00 today ((B)(6) 2016) seen during interrogation. The patient did not recently have an MRI. No symptoms were reported. The hcp was going to decide on the next course of action. Additional information received from the hcp via the manufacturing representative reported that the pump was replaced on (B)(6) 2016. The stall was intermittent, as the pump recovered on (B)(6) 2016. Another motor stall occurred on (B)(6) 2016, which recovered on (B)(6) 2016. The patient experienced withdrawal symptoms on the night of (B)(6) 2016. Initially the patient had reported the pump alarm to the hcp, where the patient followed-up with interrogation of the device at the physician's office on (B)(6) 2016. The issue was noted as resolved at the time of this report. The hcp had no further information on this event. The patient status at the time of this report was "alive- no injury." It was reported that the pump and logs would be returned to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.